Event description:
On (B)(6) 2011, I received a bard transvaginal mesh implant for stress incontinence, a cystocele and a rectocele (pop). I was not told of the exact procedure I would undergo by my urologist. His staff gave me a pamphlet that discussed stress incontinence and pop and treatment options. It merely stated that my surgeon would determine what procedure was right for me. My urologist stated that he did several types of surgery and he would not know what I needed until the procedure started. After my 6 week check up I informed my urologist of the pain I continued to experience. Since I was given the okay at the six week mark to resume sexual intercourse, I did. I informed my urologist of the pain that was also associated with sexual intercourse as well as pain when bearing down while have bowel movement. My urologist gave me prescription for premarin cream and told me that my pain was due to vaginal thinning due to menopause. Although, I had not had a period in over 4 years due to a uterine ablation in which I had no post procedure bleeding. It was not menopause as I experienced many of the monthly changes associated with a menstrual cycle. I used the strogen cream as directed but still experienced pelvic pain and painful sexual intercourse. I saw my gynecologist and informed him of my problem. My gynecologist at that time informed me of the problem of the transvaginal mesh and explained to me that surgical removal may be necessary if symptoms worsen or persist. Since that visit I have continued to have pain and approximately two years later, I began to have a foul smelling discharge. I was placed on a antifungal which helped. Frequently after having more than one sexual encounter with my same partner during a week period I developed this odor and discharge as well as even greater pain. Because of this I refrain from intercourse due to the pain and humiliation. My relationship has been impacted with my partner. At my last yearly check-up with my gynecologist, I informed him of my pain and frustration. At that time my gynecologist examined me and he stated that he could feel an area that seemed to be some type of scar tissue or some erosion. My gynecologist offered to try to remove it or repair it for me. I declined because this would be surgical procedure and I do not have the funds to pay my copay or coinsurance at this time.